Event description:
It was reported that this pacemaker was explanted due to other/non-product experience. A non-boston scientific right ventricular (rv) lead was surgically abandoned and replaced with a boston scientific lead. No indication of product return. No additional adverse patient effects were reported.